Event description:
Additional information: since the patient's pump was implanted, the patient experienced constant ringing and "humming sound" in his right ear. The patient visited an ent (ear, nose, and throat) physician and has had hearing testing performed. As of the date of the report, the patient continued to hear ringing "in ears".

Event description:
It was reported that the patient's baclofen dose was increased "about a week ago" from the date of this report. The patient experienced tingling in his body/his ears. It was further reported that the patient heard humming in his ears which had gotten louder; "felt a vibration of the pump as well." The patient could not sleep at night. The patient's status was noted as being fair. Healthcare provider (hcp) was weaning the patient off the medication so they can remove the pump due to the troubles the patient had been having since it was implanted. It was later reported that the pump was explanted however the patient "still has a noise in his ear".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), explanted: 2012-(B)(6), (partial). (B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.

Event description:
Additional information received from the healthcare provider (hcp) noted that "patient was cognitively impaired; his reports of symptoms are unreliable". The pump was explanted as reported previously; patient outcome was noted as no injury. It was added that "this patient was a poor pump candidate because of his cognitive impairment; his attribution of symptoms to the pump and/or medication was spurious".

Event description:
Additional information: per the reporter, the pump was removed because "it was making [the patient] sick". The pump was explanted on (B)(6) 2012. A piece of the catheter remained implanted and the patient considered if this could have caused the ringing in ears. The small piece of catheter was left implanted because the hcp 'thought removing it would cause more problems". The patient did not experience any ear ringing prior to pump implantation. Even though the pump was removed, the ringing (mostly in the left ear) was the same.